Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm during the load process and was unable to resume pump at the time tandem technical support was contacted. The customer declined further troubleshooting. The customer's blood glucose level was not impacted.